Manufacturer narrative:
Continuation of d10: ddmc3d4 ICD - implanted (B)(6) 2017; 6935m55 lead - implanted (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were speaking at a conference where there was a room full of equipment like wires and speakers. The patient stated that their implantable cardioverter defibrillator (ICD) shocked them eight time in ten minutes. The patient stated that they found out later that the shocks were inappropriate and that the patient was in normal sinus rhythm and then they were shocked. The device remains in use. No further patient complications have been reported as a result of this event.